Event description:
Customer called to report that probe a of the unicel dxc 800 synchron system was leaking while the system was in stand-by mode. Customer cleaned the probe and rebooted the system, after which no leaking was observed. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. The customer technical specialist (cts) reviewed customer's event logs and assisted customer with troubleshooting the issue by telephone. Customer confirmed that the probe and fittings were secure. Customer removed the fitting, cleaned the probe, and primed the system without finding any further leaking. Customer stated that seven erroneous results were reported out of the laboratory, but that the results were corrected before treatment was altered. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
The field service engineer (fse) examined the system and primed the reagent system, and no leaking was noted or could be reproduced. The fse then checked all of the connections, and no loose fittings were found that could contribute to the leak issue. The device failure could not be identified. The fse replaced the fluidics manifold valve for line #233 based solely on customer's report, but not based on any observed leak or reproducible device failure. The fse verified proper instrument performance, and customer has not called back to report any further issues relating to this event. (B)(4).

Manufacturer narrative:
The updated information relates to an evaluation of a returned 2-way solenoid valve. The initial assessment was that the field service engineer (fse) could not duplicate the reported issue; however, the valve was returned for further evaluation. After the valve was examined, the evaluation results showed that the leak was reproduced; therefore, the faulty valve was the cause of the leak.